Event description:
Event description guidant received information that this left ventricular lead had dislodged. It was repositioned, and then it dislodged again. The atrial port was plugged back when the device was implanted due to the patient's atrial fibrillation. So, the pacemaker has now been programmed to just single chamber pacing. The patient says he is now symptomatic and dizzy. The patient has many premature ventricular contractions followed by pauses.